Event description:
It was reported that the atrial lead was starting to go bad. The lead showed evidence of t-wave oversensing, r-wave undersensing, and low r-wave signal. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.